Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). B. Braun complaint processing received only the history files and a video of the device. The history files were read and analyzed. According to the day of occurrence the (B)(6) 2021 was analyzed. At 9:18 am a space line was inserted into the device. The infusion started with a rate of 135 ml/h and a vtbi of 275 ml. The rate was changed two times, to 265ml/h and then to 300ml/h. The infusion stopped at 10:09 am. No deviation could be found in the history files. The video also was analyzed. It cannot be definitely said that the infusomat space seen on the video is the same that the history files are from, because on the video it is shown that the infusomat is infusing with a rate of 8 ml/h. In the history files, the rate of 8 ml/h could be found neither on the day of occurrence nor on the following day. The complaint could not be confirmed. In the history files no deviation could be found. In the video that was attached, it is not clear to see that the drip chamber is connected to the same device which is infusing (with 8 ml/h). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "b.braun received and attended the case on (B)(6) 2021. Incident date: (B)(6) 2021. Incident time: 9.18pm - 10.09pm. Red blood cells. @ 9:18pm; rate: 135ml/hr. Vtbi: 275mls. Total volume infused before changing next rate: approx. 36.48mls. @ 9:43pm: rate: 265ml/hr. Total volume infused based on history: approx. 135.63mls. @ 10:05pm: rate: 300ml/hr. Total volume infused based on history: approx. 15mls. @ 10:09pm: total volume infused: approx. 187.11mls. Vtbi showed on screen = 84.03mls (as per picture attached). Nurse discovered the remaining volume in blood bag was left approx half and claimed it was not tally. Patient condition remains unchanged, vitals stable. No complications reported."